Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up visit, the left ventricular lead was noted not to be -working. The left ventricular lead exhibited a loss of capture and was noted to have dislodged. The physician had no plans to revise the lead. The lead remained implanted.